Event description:
Post valve deployment in a tavr procedure, a small pericardial effusion was noted. A 26mm sapien valve was deployed in a 50:50 position, resulting in mild-moderate paravalvular leak (pvl). Post dilation was performed with 1cc added. After post dilation, echo revealed trace-mild pvl and a small pericardial effusion. A small hematoma was also noticed on the left atrium/aortic root. During exploratory surgery, the effusion was drained; however, the source of bleeding could not be located. A left pericardial drain was placed and the patient was in stable condition post procedure. As reported, the patient was placed on anticoagulants to address baseline atrial fibrillation and was not examined for pericardial effusion.

Manufacturer narrative:
According to the instructions for use, pericardial effusion is a complication associated with the tavr procedure and balloon valvuloplasty. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the exact cause of the pericardial effusion cannot be confirmed; however, it is possible that both patient (a-fib and anticoagulation) and procedural factors (delivery device and/or guidewire manipulation) may have caused or contributed to the event. There was no allegation of a malfunction of an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.